Event description:
Customer reported receiving erratic readings on his precision qid blood glucose monitor. Customer reported receiving readings of 488 mg/dl, 80mg/dl and 399 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reports being seen at a local health care facility for symptoms of feeling "shaky and sweaty". No diagnosis or treatment was reported. The customer reports they "checked his EKG and vitals". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted once results are available.